Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarm 19's while pumping. There was no reported impact to the customer's blood glucose level. The customer would load another cartridge and the alarm would reoccur during pumping. The customer was to continue to use the pump to manage diabetes.